Event description:
It was reported via repair work order that the bed would not alarm because it was not zeroed out first. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.